Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend stopped working approximately 60 minutes after the start of the procedure. The instrument stopped closing the vessel and could not be used. The customer was completing the procedure as planned to use a backup vessel sealer extend with no further issue reported. There was no reported injury.